Event description:
Pt's mother reported pt was in hospital on (B)(6) 2020. He had a fever and pulmonary exacerbation. Pt's mother also reported pt missed more than six doses due to respiratory infection. Md: (B)(6); (B)(6).